Manufacturer narrative:
This report is submitted on june 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Was explanted on an unknown date due to continued swelling behind right ear. It is unknown if the patient was re-implanted with another device.